Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they changed the batteries and the buttons on the insulin pump were not working when attempting to bolus. Customer mentioned that they could smell insulin. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further information reported.